Event description:
Found a leaking air hole from a 0.2 micron filter with tpn infusing through a PICC line an inpatient being treated with antibiotics, no fever. Per mom's report, there was a dried large yellow stain spot noted on the white chux overnight which mom prompted to change during day shift. Mom called break nurse that she felt wetness on her left hand, and chair while holding her infant son. Traced the tpn line tubing to check for any loose connections along the tpn tubing. Found a leaky air hole in the 0.2 micron filter with tpn fluid coming out. Tpn tubing is due to be changed today, [date redacted]. Showed the bedside nurse the leaky hole. Recommended to stop the tpn due to breach in the sterility of the line, a possible source of line infection, administer a new mivf (mid line intravenous IV fluids) with dextrose to prevent hypoglycemia and hypovolemia. Then notify the medical provider asap about the problem; request to order a new mivf or tpn.